Event description:
During surgery surgeon started use of monopolar bovie which then sparked at the cord insertion to the device. Cord completely broke from the device and fell to the floor. Obvious sparking seen but no flames beyond that spark.